Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 38mg/dl and treated with glucose. Customer indicated that they over delivered insulin and had forgotten a bolus was delivered. Further troubleshooting was declined by customer as they knew the reason for the low blood glucose was due to the extra bolus.